Manufacturer narrative:
Patient code 2357 and device codes 1179, 1530 - labeled.

Event description:
The hcp reported, that the pt's catheter has come out of the intrathecal space. No pt symptoms were reported. The pt's catheter will be replaced. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.